Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that the insulin pump had unexpected battery power loss. The customer blood glucose level was unknown. Customer states they did receive a low battery alert prior to the off no power alert. Customer also states this was the second occurrence of off no power in less than 24 hours after low battery warning. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, operating currents, selftest and off no power test. No unexpected battery power loss alarm noted.